Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a normal range. Technical support determined the pump was out of warranty and planned to replace it. However, the customer declined the offer for a new pump and decided to consult with their healthcare provider for insulin management.